Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt scgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a broken brown (lead-1) wire on the ECG c and d cable inside the distribution node (dn). The cause for the failure was isolated to the broken wire. The root cause for the broken wire could not be positively identified but was likely physical abuse. No adverse event resulted from the broken wire.